Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although foreign material was found in the air/water cylinder, air/water tube, bending section cover glue, and connecting tube, the specific material could not be identified. It is likely foreign material remained on the device because reprocessing could not be properly/fully performed due to the discovered leak beneath the adjustment ring. The event can be detected and prevented by handling the device in accordance with the following IFU: operation manual "chapter 3 preparation and inspection" shows how to detect the event. Reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to foreign material in the air/water tube, additional findings are as follows: due to damage on flexibility adjustment ring, water tightness was lost; grip was shaved; air/water cylinder had no color; suction cylinder had no color; switch 1 had a cut; switch box had a scratch; forceps channel port was dirty; due to corrosion on plug unit, the focus was not changed to near point; scope connector cover unit had corrosion due to water leakage; plug unit was dirty due to water leakage; cable unit was dirty due to water leakage; circuit board unit in suction connector had corrosion due to water leakage; due to crack on plastic distal end cover, insulation resistance value at distal end did not meet standard value; objective lens had a scratch; light guide lens had a crack; adhesive on bending section cover had foreign objects; connecting tube had foreign objects; and the universal cord had coating peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope loop did not go through the unit during reprocessing. There was no patient harm associated with the event. The device was returned and evaluated, and it was found that there was foreign material in the air/water tube. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.